Manufacturer narrative:
Follow-up #1: date of submission 07/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2016 with the following findings: the review of the black box and the alarm history showed call service 078-0008 alarm occurrence. However, investigators were unable to duplicate the original complaint. During the actual testing, the pump powered on properly with no alarms. The rewind, load and prime steps were performed successfully. In addition, the pump was exercised for 24 hours with no call service alarm occurrences during and post testing. Unrelated to the original complaint, the pump case was noted to be cracked near the upper right corner of the display. The display was dim and discolored. The pump was opened up and evidence of moisture induced corrosion was observed on parts of the motor boost regulator circuit. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.